Event description:
It was reported that in the past two weeks prior to the report stimulation would turn itself on and off. It was reviewed that with a daptivestim there could be a situation where the patient was in the transition zone and they stopped feeling stimulation until they got into a different position. The patient stated he normally didn¿t feel stimulation again, if it stopped, until he got into a different position. The patient reported stimulation could stop anytime it wanted and there wasn¿t a particular activity or position that he was in when it turned off. It was noted a daptivestim was turned on about a month prior to the report. There was no known accident or incident related to this event. The patient¿s status was unknown. It was reported the patient got a better result during the trial. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).